Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation in 2008 that a radial jaw 3 biopsy forceps was used during a esophagogastroduodenoscopy (egd) procedure performed the same day (a female patient; weight is unknown). According to the complainant, during the procedure, the forceps would not close after opening inside the patient. The physician completed the procedure with another radial jaw 3 biopsy forceps. No patient complications were reported as a result of this event. The patient's status was reported as "fine".